Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomitants: 02-010-06-0210 - logic cc femoral size 1, left. 02-012-45-1010 - lgc tibial fit tray cem sz 1f / 1t. 02-012-61-2000 - logic offset stem ext coupler 2mm. 200-02-29 - three peg patella 29mm. 02-012-61-6000 - logic offset stem ext coupler 6mm. 208-06-01 - cc distal fem augment sz 1, 10mm.

Event description:
It was reported via clinical study, that the 77 yo female patient experienced stiffness of the left knee. The date of onset is (B)(6) 2018. The patient underwent revision surgery due to infection. The patient¿s outcome was last known as continuing.